Manufacturer narrative:
Full UDI is not available due to missing lot number.

Event description:
It was reported that the omnicurve introducer peak broke off when the physician was using a mallet across the bone. The peak sheath was not left in the patient. The device was the procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.